Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile examination of the device revealed that the retaining clip was not returned, no damage or any issues with the coil plunger and that the coil introducer was covered in excessive blood but there were no damage or any issues noted. Also, the coil was severely stretched, coil wire was covered in blood and that the coil was stuck in the hub of the coil introducer. The coil near the base zap tip was kinked and some fibers were detached. Microscopic examination of the main coil was performed and revealed that the apex and base zap tip shape and surface was smooth. Dimensional inspection of the zap tip (apex), zap tip (base) and outer diameter (od) of the primary coil were performed and were within specification. However, the fibers of the coil were measured and were found to be out of specification as there were only 7 actual fibers noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: continuous flush set-up in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen. On the analysis there is evidence of blood in the sheath, consequently, confirming that the continuous flush was not maintained. (B)(4).

Event description:
Reportable based on device analysis completed on 22-mar-2018. It was reported that the coil became stuck inside the introduction needle. During introduction, a 6mmx6.5mm vortx¿ - 18 was inserted into the microcatheter. However, the coil got stuck inside the introduction needle and the pusher did not advance even when pushed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the fibers of the coil were out of specification.